Event description:
During cardiac catheterization procedure, coronary guide wire fractured in coronary artery stenosis at occluded site. Unable to retrieve. No clinical consequences. Artery still occluded, unable to migrate. Coronary artery bypass graft planned next day and remaining piece of wire removed without incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.